Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had hip replacement back in 2012. Serial number and lot number of the hip is unknown. The hip is actually defective, it came right after the patient had the surgery and patient has been in the hospital 4 times with a dislocated hip. Information is required on the hip that was put into the patient on (B)(6) 2012 at (B)(6) by the surgeon. Doi: (B)(6) 2012. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2012 patient received a right total hip replacement. Procedure was completed successfully, but patient sustained post-op complications of atrial fibrillation, hypotension and oliguria, and had to be admitted to the ICU for treatment. On (B)(6) 2012, patient presented with a diagnosis of right hip fracture, severe pain, and hip dislocation, 27 days post-op. She received a closed reduction of her right hip dislocation. Post-reduction x-rays showed no evidence of any hip bone fracture--which indicates that there was no hip fracture as initially diagnosed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4, h4 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2a, d10, g1.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Provided photographic evidence exhibited that femoral head and liner were dislocated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot 1) quantity manufactured: (B)(4), 2) date of manufacture: 13 november 2009, 3) any anomalies or deviations identified in DHR: none, 4) expiry date: 12 november 2014, 5) IFU reference: 78004780. Device history batch 1) quantity manufactured: (B)(4), 2) date of manufacture: 13 november 2009, 3) any anomalies or deviations identified in DHR: none, 4) expiry date: 12 november 2014, 5) IFU reference: 78004780.